Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a lead revision on (B)(6) 2020, (related manufacturer reference number 1627487-2020-21293) the physician was unable to access the epidural space to implant a new lead due to patient¿s anatomy. As a result, the procedure was aborted.